Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited a rapid rise in shock impedances measurements, ranging from 150 ohms to 190 ohms. Pacing impedances were in normal range. The physician suspects a lead fracture, but no x-ray was performed. Subsequently, this rv lead was capped and a new lead was implanted. No additional adverse patient effects were reported.